Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no image was, due to a faulty circuit (dp) board. The specific root cause of faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no serial digital interface output signal was noted. In addition, a faulty dp board was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, no image was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.